Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that eight (8) reamer heads were dull due to over usage. No patient involvement was reported. This is report 4 of 8 for (B)(4).